Event description:
It was reported that the wrist of the bipolar maryland forceps instrument does not rotate properly. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering eval results found that all instrument components were functioning properly and the instrument moved intuitively with full range of motion in all directions. The customer reported failure mode could not be confirmed. During eval, engineering also observed a 1.5" section on one side of the distal end of the instrument main tube which had some material removed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.